Event description:
A break was found on the catheter tubing near the hub. The catheter was placed on (B)(6). Upon eval of the sample a complete break was found.

Manufacturer narrative:
The complaint of a break in the catheter was confirmed and the cause appeared to be use-related. The returned product was one 2fr per quecath catheter. The sample was received in two segments which shared a complete break within the molded joint. The distal segment appeared to be occluded by blood products. An attempt to infuse water through the sample using a 12ml syringe revealed that the proximal segment was patent to both infusion and aspiration with no observed leaks. The distal segment was fully occluded. Tactile inspection of the sample revealed tensile weakness at the proximal end of the catheter, in the vicinity of the complete break. Microscopic inspection of the proximal end of the catheter tubing revealed sharply defined break edges. The edges were dully granular. The findings of this investigation were consistent with catheter damage caused by a tensile event occurring between the luer hub and the catheter tubing distal to the suture wing. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.